Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A service history review (shr) has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.no service history review can be performed as this is a lot controlled item.

Event description:
It was reported that, on an unknown date, a piece has broken off from the probe handle. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. No patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was conducted and the item was received with a fractured handle. The liberated component was returned with the probe. The etching is slightly faded. The 388.54 is a pedicle probe for use with 5 and 6 mm pedicle screws. The probe opens up the pedicle canal in preparation for the insertion of the pedicle screws. The position, orientation and length of pedicle screw can also be determined using this instrument in conjunction with fluoroscopy. See technique guide j4437-b. The instrument was manufactured to 388_54 rev f. The chu engineer reviewed engineering drawings 388_54 rev f and 388_54_1 rev e. The materials and specifications are adequate for the device's intended use. The probe was found with a fractured handle after the case. There is not enough information as to how the handle broke. This complaint is deemed indeterminate from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The item was received with a broken handle. The item is not repairable. Placeholder.